Manufacturer narrative:
Device evaluated by simulated use testing and found open circuit in keyboard membrane. Device repaired and returned to the customer.

Manufacturer narrative:
Investigation in progress.

Event description:
Cryo-cs unit down in (B)(6). Keyboard stopped recognizing commands during the middle of a case. Per field service engineer, case was completed using another available cryo system.